Event description:
(B)(4): nurse came to pharmacy with remicade bag that was recently dispensed to show me defect in tubing. She spiked the bag, hung it, and opened the vent cap above the drip chamber. When she did this the entire cap and air filter popped out and the infusion started spilling out of tubing. Bag was discarded in pharmacy and new bag was dispensed so patient could receive her full dose. Rn showed me bag spiked with tube to show me where medication was spilling out from opening caused by tubing default.